Manufacturer narrative:
The device was received and evaluated. The soft cannula was observed to be stretched out, however, the timing and cause of the damage could not be determined. During the investigation, the soft cannula being stretched did not prevent fluid from exiting the distal tip of the soft cannula. The download data shows that the device generated an 0x1c alarm at 80 hours, indicating the pump had reached the pump expiration time during the run. The download data did not reveal any abnormalities that would indicate the device struggled to deliver insulin during the run. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose rose to 400 mg/dl. The pod was worn on the patient's leg for between 36 and 48 hours. As treatment, a new pod was applied.